Event description:
The analyzer had a plugged reagent metering probe that could have resulted in false pt results being reported. Pt samples were not analyzed between the last acceptable quality control results and the time the probe was determined to be plugged. There was no pt harm as a result of this occurrence.